Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned in segments and analyzed. Analysis revealed that the defibrillation conductor was fractured. There was blood/body fluid (not obstructed) on the defibrillation conductor and the defibrillation conductor was distorted. The inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, and the outer tubing had environmental stress cracking breach (non-electrical.) The outer insulation was torn and had a cosmetic depression. There was blood in/on the helix mechanism sleeve head and on the helix mechanism itself. The lead was stretched and had a tensile flex fracture.

Event description:
It was reported that the right ventricular lead had high impedance. The lead was removed and replaced. No patient complications have been reported as a result of this event.